Event description:
On (B)(4). 2013, customer states via phone that during a urodynamic procedure, both monitors failed. The procedure was completed without using the system. No pt info is available other than no reported injury.

Manufacturer narrative:
Field service engineer (fse) evaluated a complaint of no image on monitors. Fse found a bad monitor power supply and a broken pmt signal cable which he replaced with a new monitor power supply, and a new pmt signal cable. The system was then tested for proper operation per hut service manual 4041004. Fse completed service checklist qssrwi4.1 and returned the unit to the customer for service.